Manufacturer narrative:
There are no samples available. There are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have note received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Degradation test results conducted on the samples before releasing the product at 37ºc into nacl solution after 7 days were 0.266 kgf in minimum and 0.642 kgf in maximum and fulfilled the b. Braun surgical (bbs) requirements (bbs requirements: 0.066 kgf <xi<1.10 kgf). Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a small portion of an episiotomy incision reopened. A female patient had a vaginal delivery at (B)(6) and underwent an episiotomy. She did not experience any complications and was discharged home. An unknown amount of time later, it was noted that a small portion of the incision had opened up. A suture repair was then performed. Additional information has been requested but not yet provided.